Event description:
Four endo-fix screws broke during three acl cases. The screws were broken while screws were broken while screwing into the tunnel. One of the broken pieces cannot be removed from the body and remains inside the tunnel. No add'l info is available at this time.